Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged. The rep reported that they attempted 3 60-minute countdowns without success. The rep noted that there were no other interventions were planned at this time. The issue wasn¿t resolved. No further complications were reported.